Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited low impedance and high capture. It was suspected the lead had an insulation anomaly. The lead was not implanted and replaced. The patient was fine post operation.